Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump alarmed button error. Troubleshooting was performed, but the insulin pump could not be restored to normal operation. The customer stated that he did not have a backup plan to treat his blood glucose. As a result, the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 169 mg/dl at the time of the report. The customer also stated that he was hospitalized almost a year prior to the event. The cause of this event was diabetic ketoacidosis. Nothing further was reported.